Manufacturer narrative:
Serial number unavailable, therefore UDI unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that driveline faults were incidentally observed during patient's routine vad interrogation on (B)(6) 2020. He did not recall hearing any alarms. It was noted that the patient had a taped driveline due to previous superficial driveline damage. Technical services reviewed the log files, observed the driveline faults, and recommended that the system controller be exchanged and log files resubmitted after to compare values. Technical services also reported that the patient's controller was v7.29 and that the patient would not see or hear these events as they could only be viewed upon interrogation. The patient's system controller was exchanged and updated log files were resubmitted. Technical services reviewed the updated log files, found no further driveline fault events, and stated the original controller was most likely a controller with a serial number less than 50,000. This was unable to be confirmed because the number had rubbed off. It was later reported that more log files were submitted and reviewed on 24mar2020. The log file did not capture any further driveline events but technical services observed a low voltage hazard event captured on (B)(6) 2020 while connected to the power module. There was a total loss of power to the unit, no external power event, but the system controller backup battery engaged until power was restored to the power module. All wire values observed within the log file were reported to be within a normal range.

Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 26 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured driveline fault alarms that were active for the entire log file due to phase 2 measuring lower than phases 1 and 3. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were observed in the log file. The system controller was not returned for analysis. Technical services reviewed the additional log files from the new system controller and noted that there were no further driveline fault alarms, and the driveline phase values were within a normal range; this indicates that there was no damage to the driveline wires and the driveline fault alarms were due to a controller issue. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to an issue with the system controller. Similar events related to driveline faults have been identified and the issue has been addressed via a CAPA. The system controller was manufactured prior to the implementation of the CAPA. The heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms and, including driveline fault alarms. They also explain the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.